Manufacturer narrative:
Complaint and lot history reviewed.

Event description:
Customer stated that foreign material was found in packaging prior to start of surgery. There were no adverse consequences to the patient.